Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. Additional reporter provided. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: additional data b5, b6 device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an (B)(6) 2018, the patient underwent a scheduled removal of an unknown expert tibial nail since the patient had been using the nail for several years and already had a correct consolidation. The specialist removed two (2) unknown distal locking screws and two (2) unknown proximal screws, and proceeded to remove the nail with difficulty. After the procedure, a controlled x-ray was taken showing that initially, there were three (3) screws in the distal part of the tibia. When the nail was removed, an unknown screw was left, breaking completely the anterior cortex of the tibia, fracturing the tibia. The screw was lodged inside the patient's bone in the proximal part of the tibia. It is unknown if there was surgical delay. Procedure and patient outcome are unknown. Concomitant device reported: unknown expert tibial nail (product# unknown, lot# unknown, quantity# 1) unknown distal locking screws (product# unknown, lot# unknown, quantity# 2) unknown proximal screws ((product# unknown, lot# unknown, quantity# 2).

Manufacturer narrative:
(B)(6). 510k: this report is for an unknown locking screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Device was not explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported patient was implanted with an expert tibia nail on unknown date several years prior to removal. Patient was returned to surgery on (B)(6) 2018 for scheduled removal of the hardware. It was reported patient had obtained correct consolidation. During the removal procedure, surgeon removed two (2) distal screws and two (2) proximal screws, along with the tibia nail. After the procedure, x-rays revealed there were initially three (3) distal screws implanted. Only two (2) were removed, the other remains implanted, causing a fracture of the anterior cortex of the tibia. The screw remains lodged in patient¿s proximal portion of the tibia. Concomitant devices reported: expert tibial nail (part number unknown, lot number unknown, quantity 1). This report is for one (1) unknown locking screw. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional patient ID: (B)(6). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.